Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a1- a6, b3, b5, b6, b7, d8, d10, e2, e3, g2, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was no confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the start of a diagnostic procedure. The procedure completed as it was.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video image displayed by the camera head image was flickering and distorted, due to defective cable. There were no reports of patient harm.